Event description:
Node navigator probe was properly draped and secured with video drape. During procedure it was noted by medical doctor that the perforated end of video drape had separated causing probe to be exposed. Procedure was extended due to probe being removed from sterile field, undraped, sterilized and rewrapped for continued use. Staff created work around to prevent re-occurrence by relocating the probe end to another location with the drape and secured with the sterile tape provided in the drape kit.